Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date as hemostasis for a bleed resulting from a sphincterotomy. Reportedly, the patient's anatomy was not tortuous. According to the complainant, on (B)(6) 2019, the patient was scheduled for an ercp with stent removal procedure per protocol as the bleeding had resolved. During stent removal, there was difficulty removing the stent and it was damaged with wires broken. Reportedly, the physician was able to remove the stent in one piece with wires sticking out by pulling the retrieval loops with grasping forceps. The stent scraped the patient's stomach a little bit during removal. No treatment was given for the scrape and the patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was placed to stop a bleed from a sphincterotomy. However, per wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Block h6: problem code 1528 captures the reportable event of stent difficult to remove. Problem code 2976 captures the reportable event of stent material deformation. Problem code 1069 captures the reportable event of stent break. Block h10: a wallflex biliary fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was deformed. The cover of the stent was missing in some sections. The retrieval loops were also noted to be broken and the stent wires were kinked. The damages noted to the returned device were potentially a result of the resistance encountered during withdrawal of the stent from the patient. Taking all available information into consideration, the investigation concluded that most likely the reported events and the observed failures were due to procedural factors such as, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu indicates: "the stent is indicated in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." Reportedly, the wallflex biliary rx fully covered rmv stent was used to treat a bleed after sphincterotomy. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date as hemostasis for a bleed resulting from a sphincterotomy. Reportedly, the patient's anatomy was not tortuous. According to the complainant, on (B)(6) 2019, the patient was scheduled for an ercp with stent removal procedure per protocol as the bleeding had resolved. During stent removal, there was difficulty removing the stent and it was damaged with wires broken. Reportedly, the physician was able to remove the stent in one piece with wires sticking out by pulling the retrieval loops with grasping forceps. The stent scraped the patient's stomach a little bit during removal. No treatment was given for the scrape and the patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was placed to stop a bleed from a sphincterotomy. However, per wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.